Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that a posterior cuff miss occurred as evidenced by untouched posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these 2 components during needle deployment occurred. There were no striking marks observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket instead of engaged with the posterior cuff inside the posterior foot pocket as designed. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. The needle to cuff miss failure mode is generally associated with technique issues or patient anatomical conditions, the multiple occurrences of this failure mode are not an indication of a potential problem with this lot. The device instructions for use, under the device placement section, states: perform a femoral angiogram through the introducer sheath to verify that the access site is the common femoral artery. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.